Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited increased pacing threshold measurements and loss of capture. Defibrillation threshold (dft) testing confirmed no malfunction with the shocking portion of this lead.